Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, only manual ventilation was available. There was no reported patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to confirm the reported issue. The display unit was replaced proactively.

Manufacturer narrative:
The MDR follow-up #2 was submitted with the incorrect manufacturer report number 9710602-2017-00267. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00189. The MDR follow-up #2 was submitted with the incorrect manufacturer report number 9710602-2017-00267. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00189.